Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited unsatisfactory results after two or three implant attempts. The leadless ipg and delivery system (d/s) were removed from the patient and it was noted that the d/s was deflecting out of plane. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the implant the impedance and threshold were not considered to be ¿in range¿. During one of the attempts to ¿re-capture¿ the leadless ipg it was noted that the tethered was pulled back to the device back in contact with the the cone and into position. The tension may have been too excessive or that the cone was brought back into the delivery catheter prior to recapturing the device. It was also noted that this maneuver may have damaged the deflection cable for further attempts to position the device.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.